Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had a signal loss 6 days after the sensor was inserted in the arm. On (B)(6) 2024, the cgm (continuous glucose monitor) reading was 69 mg/dl and there was no bg (blood glucose) taken. The patient was feeling sweaty and she self-treated with 30 grams of carbohydrates. The last cgm reading was 30 minutes before signal loss occurred. The patient placed her phone at the counter, approx. 2 to 3 feet away from her. She was feeling sweaty and then lost consciousness. Her husband found her unconscious, unresponsive and she was experiencing diabetic seizure, for approx. 13 minutes. The patient´s husband called 911, the paramedics took a bg reading which was 26 mg/dl. They treated the patient with 1 bag of glucagon IV and took the patient to the hospital. There she was treated with 3 bags of glucagon IV. Due to the experience the patient had concussion. She was discharged on (B)(6) 2024. At the time of the report the patient was stable. Data investigation could not confirm a signal loss. However, wearable failure was found in connection to the reported allegation. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.